Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. If additional repair information is provided by the customer, we will provide accordingly.

Event description:
The company distributor reported that during service testing cs100 intra-aortic balloon pump (iabp) had helium leak. No patient involvement reported. No adverse event reported.

Manufacturer narrative:
A getinge engineer has evaluated the iabp and determined that the helium regulator assembly is required to be replaced. This part has been ordered, and upon delivery and completion of repairs, a supplemental report will be submitted.

Event description:
The company distributor reported that during service test of the cs100 intra-aortic balloon pump (iabp), it alarmed " helium leak". There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
The company distributor reported that during service test of the cs100 intra-aortic balloon pump (iabp), it alarmed " helium leak". There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
After delivery of the parts, a getinge field service engineer replaced the helium regulator assembly. All functional and safety tests were performed to factory specifications, and the iabp unit passed all tests and functioned normally. The iabp unit has been shipped back to the distributor/customer for return to clinical service. No further investigation is required.

Event description:
The company distributor reported that during service test of the cs100 intra-aortic balloon pump (iabp), it alarmed " helium leak". There was no patient involvement and no adverse event was reported.